Event description:
The manufacturer received information that a lifevent 200 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the lifevent 200 ventilator by a third-party service center, the device failed a test step relating to an active exhalation proportional valve. The valve was opened 0% at 30.01cmh2o. The service technician states that the active exhalation control module (aecm) valve needs to be replaced to resolve the issue. Additionally, the o-rings need to be replaced. The customer requested that the unit be returned unrepaired. No repairs were performed. No further investigation is required.